Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us-delsys/ expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade. It was further reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds. The device was recaptured and during a re-positioning attempt, the delivery system (ds) jumped forward. The leadless ipg system was removed. A drain was used. No further patient complications have been reported as a result of this event.